Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2022-02377. Additional information revealed that the patient was experiencing ineffective therapy in addition to the ipg reaching end of life. In turn, surgical intervention is pending to address the issue.